Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm approximately three weeks ago. The proximal aorta measured 20-19-21 mm in diameter and 12 mm in length. The right iliac artery measured 7-10-11-6 mm in diameter and the left iliac artery measured 7-9-10-9 mm in diameter. The iliac arteries were severely calcified. During a previous procedure, two 9 mm atrium stents were placed in the right iliac artery and dilated to 12 mm and a 10 mm atrium stent was placed in the left iliac artery and dilated to 12 mm. It was reported that the endurant delivery system was inserted and positioned; however, when the physician started to turn the blue handle increased resistance was encountered. The delivery system was removed from the patient. The handle was turned slowly; however, the graft cover did not retract and continued resistance was felt. Further attempt was made and this time the graft cover retracted. The physician turned the handle in the opposite direction, recombined the graft cover with the tapered tip. The physician then inserted and successfully implanted the stent graft. The patient is fine. The delivery system was discarded by the user facility.

Manufacturer narrative:
(B)(4). Results: deployment difficulty. Lack of information, unknown cause of deployment difficulty. Implant of a stent graft using a delivery system that had deployment difficulty. Conclusion: lack of information, unknown cause of deployment difficulty. Implant of a stent graft using a delivery system that had deployment difficulty.